Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via manufacturer¿s representative (rep). The rep reported that there was a poor communication screen on the patient programmer (pp). The rep reported that stimulation was fine but over the weekend the patient didn¿t want to turn stimulation on since they were afraid they wouldn¿t be able to turn it off with the pp. The rep reported that the patient used the pp without the antenna and wasn¿t able to connect but tried it with the antenna in the office and still wasn¿t able to connect. The rep reported that the clinician programmer connected right away and impedances were fine. The rep reported that they tried another pp and that didn¿t connect at first but then it was able to read the ins but was communicating intermittently at best. The rep reported that the patient lost 10 pounds and the patient thought the ins seemed deeper than before. The rep reported that they didn¿t check if the patient¿s pp would communicate after they saw the clinician programmer and other pp communicated fine but rep reported that they were just going to give the patient the extra pp they had, that was working intermittently for the time being. No further complications were reported.